Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid 5000 mcg/ml at 751.6 mcg/day via an implanted pump for an unknown indication. It was reported the event/difficulty occurred on (B)(6) 2019 during normal use. It was reported the patient was due for a pump refill on (B)(6) 2019 and the patient contacted the pain clinic on (B)(6)2019 when she heard a pump alarm and had increased pain. The patient was in (B)(6) until (B)(6) 2019 and the pain clinic was located in (B)(6). On (B)(6) 2019, she finished withdrawal symptoms of increased pain and was undecided whether she was going to have her pump refilled or have it explanted. Upon the visit to the pain clinic on (B)(6) 2019, she decided she was going to have the entire pump and catheter explanted on (B)(6) 2019. There were no environmental/external/patient factors that may have led or contributed to the issue and no diagnostics/troubleshooting that was performed. It was noted no interventions/actions were taken to resolve the issue. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event included cymbalta. The patient¿s weight was (B)(6) and medical history included lumbar radiculopathy. Additional information was received from the rep on 2019-aug-08 indicated the pump was last interrogated on (B)(6) 2019. It was noted all correspondence between the patient and managing clinic was over the phone. The low reservoir alarm date was (B)(6) 2019. It was noted there was no pump or catheter issues. The patient had experienced withdrawal when the pump reservoir became depleted due to a missed office refill date; the patient felt she no longer wanted the pump and would control chronic pain with oral opioids. The product would be returned for analysis when explanted. No further complications were reported or anticipated.

Manufacturer narrative:
Device evaluated by MFR: analysis of the pump revealed no anomaly. The previously applied conclusion code 67 remains applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated surgery for explant ran two hours behind so the reporter had to leave to cover another patient event. The scrub technician was asked to save both explanted pump and catheter so they could be shipped back to product analysis. However, when it came time to pick up the explants the following day, only the pump had been saved. No further complications were reported or anticipated.